Event description:
Caller alleged imprecision with inratio meter. Results as follows: (test 1) 3.9, (test 2) 1.9.

Manufacturer narrative:
Inratio precision data provided by end-user lot: date: 2009, 1st inr = 3.9, 2nd inr = 1.9, mean = 2.90, sd = 1.41, %cv = 48.77. Since 48.77% cv is more than 20%, the precision test failed the criteria for precision. Additional investigation will be performed. Visual inspection revealed contamination under heater plate. -fail. Only 1.9 inr is registered on memory. This particular case failed the precision criteria. Strip investigation was performed on strip lot 214530. Donor1, return(inr): 3.9, in-house(inr): 3.2, mean: 3.55, sd: 0.49, %cv: 13.94, resol.: pass. Donor2, return (inr): 3.2, in-house(inr): 3.5, mean: 3.35, sd: 0.21, %cv: 6.33, resol.: pass. For each pair of replicates for each sample on strip lot 214530, mean and standard deviations were calculated. In-house test results have 13.94% and 6.33%, respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No discrepant result was established on returned and in-house meters. No further action is required.